Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction causing or contributing to the treatment event or patient death.

Event description:
A us distributor contacted zoll and reported that the patient passed away while in the hospital and wearing the lifevest. Device download data revealed that the patient was treated once during the event. At 17:01:15 the patient degraded from bradycardia to asystole. The lifevest delivered a 150j treatment at 17:29:36. The patient was in asystole at the time of the treatment. Asystole is considered a non-treatable rhythm. CPR artifact contributed to the false detection. The patient remained in asystole following the treatment. The electrode belt was disconnected at 17:59:55. There is no indication that the lifevest treatment caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.